Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headaches, respiratory problems, eye irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, respiratory problems, eye irritation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on (B)(6) 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging headaches, eye irritation, and respiratory issues. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Manufacturer using a known good power supply and power cord,manufacturer tech was able to confirm the device powers on and provides airflow. During the investigation manufacturer observed observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, p4 power connector. Missing accessory module flip door, a hairlike substance was observed inside the top enclosure, inside the rear panel, and inside the blower box air path. Unknown contaminate was observed inside the ui and rear panels, inside the bottom enclosure,liquid ingress was observed on the p4 power connector. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes tis unable to directly address the symptoms outlined in the complaint.manufacturer did observe dust/dirt contamination in the airpath, likely from a source external to the device and observed no evidence of degraded sound abatement foam. In this report, sections d9, g3, h3, and h6 have been updated or corrected.